Event description:
Reportedly, incorrect markers were displayed on the ventricular channel of a ventricular tachycardia episode. Preliminary analysis revealed that a non sustained episode recorded on (B)(6) 2021 showed noise on the ventricular channel. The observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Event description:
Reportedly, incorrect markers were displayed on the ventricular channel of a ventricular tachycardia episode. Preliminary analysis revealed that a non sustained episode recorded on (B)(6) 2021 showed noise on the ventricular channel. The observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials.